Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50967, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: catheter. (B)(4). The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had increased spasticity. The pump motor stalled on (B)(6) 2014 and did not recover. Review of the logs showed multiple motor stalls and recoveries beginning (B)(6) 2014; three of the stalls were longer than 48 hours and triggered a tube set message. The cause of the stalls was unknown. During a (B)(6) study, the physician was not able to aspirate the catheter. The pump and catheter were replaced. The patient status was reported as ¿alive-no injury¿. It was believed that the patient was receiving effective therapy following the replacement procedure. The device system was delivering baclofen.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found the failed alarm test with a 62.6 db reading. The peak to peak voltage measured during the test was 6.4 volts. The battery voltage during test was measured at 2.75 vdc. The peak to peak voltage measured during the test was at least twice that of the battery voltage measured during the test. A crack was found on the resonator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found an alarm resonator anomaly.